Event description:
On (B)(6) 2023 getinge became aware of an issue related to the cm320 series washer disinfector. As it was stated the washer disinfector was used with the getinge return conveyor (rc 2.0). The stop pin on the unload side of the conveyor stuck and the customer stated the rack fell off a conveyor. The stop pin assembly was repaired and reassembled. The unit was returned to the service in full working condition. There was no injury or damage reported, however we decided to report the issue based on a potential as rack falling to the floor could bring a hazardous situation for the operator and lead to serious injury if the situation was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On august 15th, 2023 getinge received information about event which was related to the getinge returned conveyor (rc 2.0). During the event the affected device cooperated with one of two cm320-series washer disinfectors. It was not possible to determine which exact washer disinfector was involved in this particular incident. The reported issue is related to rack falling to the ground from the return conveyor (rc 2.0). Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that would warrant further scrutiny. The customer allegation was that the one of the baskets was stuck down. As it was stated, rack fell from the conveyor. The getinge service technician visited the site and investigated the device. The stop pin assembly was removed and lubricated. The shaft responsible for pushes stop pin to lower position was adjusted. The device was returned for use in a fully operational condition. The issue was consulted with the subject matter expert from the manufacturing site. As a result of the performed investigation, it has been determined that the stop pin failed. It is related to the stop pin assembly issue. It was established that when the event occurred, the affected device did not meet its specification as a malfunction of the pin occurred and led to the situation that the rack fell. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. The issue has not caused or contributed to any serious injury or worse, however we report the event based on the potential of serious injury if the situation was to reoccur. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.